Manufacturer narrative:
Unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Insulin pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Insulin pump received with cracked reservoir tube lip and minor scratches on display window noted.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm after a bolus during basal. Customer's blood glucose was unknown. During troubleshooting, found multiple motor error alarms in history. Customer reported the device rewound very slowly. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.